Manufacturer narrative:
Concomitant medical products: 100ml saegent propofol vial. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there have been multiple reports from multiple nurses from the ICU that the tubing sets "clogged" and delayed propofol infusions for a number of patients within the last couple of days. The customer indicated that it was an issue with the tubing set chamber collapsing and not properly venting, specifically with the 100ml sagent propofol bottles, and that multiple unknown lot numbers were involved. No further information was provided.

Manufacturer narrative:
After further review it was determined that the complaint was not reportable. Correction: this file was downgraded to not reportable as it is not an underinfusion event, but rather occlusion. Global reportability tab completed as non-reportable as there has been no report of death, serious injury or significant delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
It was reported that there have been multiple reports from multiple nurses from the ICU that the tubing sets "clogged" and delayed propofol infusions for a number of patients within the last couple of days. The customer indicated that it was an issue with the tubing set chamber collapsing and not properly venting, specifically with the 100ml sagent propofol bottles, and that multiple unknown lot numbers were involved. No further information was provided.